Manufacturer narrative:
The product has been requested back for an investigation and the customer agreed to return the device. However, no product has been received at this time despite follow up attempts by adc. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. A valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and the product; no trends were identified that would indicate any product related issues. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch report which reported the following information pertaining to an abbott diabetes care (adc) device: a customer reported the sensor consistently provides inaccurate low glucose readings. For example, my insulin pump displayed a reading of 60. Typically, any value below 70 causes symptoms such as shakiness, sweating, weakness, and confusion, so I was confident that my glucose was not actually 60. A fingerstick test showed a result of 128. On multiple nights, my pump's alarm indicated readings as low as 50. This occurred repeatedly over several nights. To address this, I reduced my insulin basal rate to zero at night, eliminating insulin delivery. Although I recognized this was not ideal, I preferred experiencing hyperglycemia over receiving falsely low readings and being repeatedly awakened by the pump's alarms every ten minutes. On one or two occasions, I woke up and tested my blood glucose. The fingerstick measurement was 110. Since the sensor is self-calibrating, it is not possible to transmit glucometer data directly to the pump, so I entered the value of 110 manually. Ten minutes later, the pump alarm sounded again, displaying a reading of 50. Additionally, sensors are stopping early, falling off, and experiencing signal loss. My sensor would never stay bluetooth connected to my phone/app. My hba1c values are consistently below 7%. I am unable to provide detailed entries because there were numerous instances of low sensor readings followed by fingerstick measurements that were between 10 and 70 points higher than the sensor readings. For example, the pump might display 60, while the fingerstick measurement is 128. The customer was successfully contacted, and there was no report of adverse health impact or of self- or third-party medical treatment. Based on the information provided, there was no report of serious injury associated with this event.

Manufacturer narrative:
This complaint was received via user report and has been reported to FDA. Extended investigation is pending at this time. A follow up will be submitted once all investigation activities are completed or additional information is obtained. There were 3 additional sensors reported (unk, unk, unk) and they have been captured under this submission. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch report which reported the following information pertaining to an abbott diabetes care (adc) device: a customer reported the sensor consistently provides inaccurate low glucose readings. For example, my insulin pump displayed a reading of 60. Typically, any value below 70 causes symptoms such as shakiness, sweating, weakness, and confusion, so I was confident that my glucose was not actually 60. A fingerstick test showed a result of 128. On multiple nights, my pump's alarm indicated readings as low as 50. This occurred repeatedly over several nights. To address this, I reduced my insulin basal rate to zero at night, eliminating insulin delivery. Although I recognized this was not ideal, I preferred experiencing hyperglycemia over receiving falsely low readings and being repeatedly awakened by the pump's alarms every ten minutes. On one or two occasions, I woke up and tested my blood glucose. The fingerstick measurement was 110. Since the sensor is self-calibrating, it is not possible to transmit glucometer data directly to the pump, so I entered the value of 110 manually. Ten minutes later, the pump alarm sounded again, displaying a reading of 50. Additionally, sensors are stopping early, falling off, and experiencing signal loss. My sensor would never stay bluetooth connected to my phone/app. My hba1c values are consistently below 7%. I am unable to provide detailed entries because there were numerous instances of low sensor readings followed by fingerstick measurements that were between 10 and 70 points higher than the sensor readings. For example, the pump might display 60, while the fingerstick measurement is 128. The customer was successfully contacted, and there was no report of adverse health impact or of self- or third-party medical treatment. Based on the information provided, there was no report of serious injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation and the customer agreed to return the device. However, no product has been received at this time despite follow up attempts by adc. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. A valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and the product; no trends were identified that would indicate any product related issues. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch report which reported the following information pertaining to an abbott diabetes care (adc) device: a customer reported the sensor consistently provides inaccurate low glucose readings. For example, my insulin pump displayed a reading of 60. Typically, any value below 70 causes symptoms such as shakiness, sweating, weakness, and confusion, so I was confident that my glucose was not actually 60. A fingerstick test showed a result of 128. On multiple nights, my pump's alarm indicated readings as low as 50. This occurred repeatedly over several nights. To address this, I reduced my insulin basal rate to zero at night, eliminating insulin delivery. Although I recognized this was not ideal, I preferred experiencing hyperglycemia over receiving falsely low readings and being repeatedly awakened by the pump's alarms every ten minutes. On one or two occasions, I woke up and tested my blood glucose. The fingerstick measurement was 110. Since the sensor is self-calibrating, it is not possible to transmit glucometer data directly to the pump, so I entered the value of 110 manually. Ten minutes later, the pump alarm sounded again, displaying a reading of 50. Additionally, sensors are stopping early, falling off, and experiencing signal loss. My sensor would never stay bluetooth connected to my phone/app. My hba1c values are consistently below 7%. I am unable to provide detailed entries because there were numerous instances of low sensor readings followed by fingerstick measurements that were between 10 and 70 points higher than the sensor readings. For example, the pump might display 60, while the fingerstick measurement is 128. The customer was successfully contacted, and there was no report of adverse health impact or of self- or third-party medical treatment. Based on the information provided, there was no report of serious injury associated with this event.